Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an "er2" issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7 pst. He stated that he manages his diabetes with pills, diet and/or exercise and due to the alleged issue he denied making any changes to his diabetes management. The patient claimed on (B)(6) 2011, at 9 pst, after the alleged issue started he developed "blurry vision". He denied receiving any form of medical treatment in response to his symptom. During the initial call with customer service, the agent noted that the patient was using correct test strips, appropriate testing technique and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.